Event description:
On (B)(6) 2025 the user reported they accidentally cracked the screen on the ilet device. Subsequently, the experienced difficulty using the touchscreen. A replacement device was arranged. No blood glucose impact or injury was reported.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.